Manufacturer narrative:
(B)(4) clinical study. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was implanted to treat a 1cm malignant stricture in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preop drainage natx clinical study. Baseline liver function tests were taken on (B)(6) 2015 and baseline tumor assessments were taken on (B)(6)2015. According to the complainant, the patient had a prior biliary sphincterotomy. The patient was treated in an outpatient setting and the 10mm x60mm wallflex rx uncovered biliary stent was implanted in a satisfactory manner across the stricture to complete the procedure. On (B)(6) 2015, the patient underwent curative intent surgery and was found to be unresectable due to liver metastases. The patient was transitioned to palliative management for chemoradiation/chemotherapy treatment. The patient presented to the emergency room with nausea, vomiting, abdominal pain, fever, elevated bilirubin on (B)(6) 2016. The physician confirmed that the patient had cholangitis and was treated with flagyl and cefpodoxime. Computed tomography (CT) of the abdomen/pelvis revealed that the stent occluded due to tissue ingrowth. The patient was admitted to the hospital on (B)(6) 2016. On (B)(6) 2016, the patient underwent a biliary reintervention where a 10mm x 60mm wallflex rx fully covered stent was placed stent-in-stent to the 10mm x 60mm wallflex rx uncovered biliary stent. In addition, sludge and stone removal was also performed. The patient was discharged from the hospital on (B)(6) 2016 and the patient was reported to have recovered from the cholangitis.